Manufacturer narrative:
H3. Analysis of the communicator found tm90 recharging circuitry is damaged (found micro usb hub bracket broken and burnt diode on charge board). The usb charge port was loose and failed battery charging bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer. Regarding a patient receiving an unknown medication via an implanted pump. The indication, for pump use was intractable spasticity. The patient¿s representative reported, that the communicator stopped taking a charge 2 days ago. The caller, also stated, that the handset would not charge from the ac power cord. The caller verified, that no green light displayed on the communicator when they plugged it into the ac power. The agent asked, the caller if they had tried a different cord. And the caller stated, that they did not have a different cord to try, but they think it is an issue in the port of the communicator. A replacement communicator with an adaptor was requested from the repair department, because the communicator was no longer taking a charge. And the caller verified, that there were no lights displayed when they connected the power cord to the communicator. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory, product ID: hh90t01, serial#: unknown, product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 26-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.